Event description:
A healthcare professional reported " during the operation, a ruptured implant is found. The implant is broken into pieces. The device has been explanted and replaced.

Manufacturer narrative:
Continued phone number: (B)(6). Continued zip code: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.